Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction: user had a high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Daughter called stating the meter belongs to her but she ran a test on the meter for her mom, result was hi. Customer test strips have bee open over 6 months and are expired. Recall the last 5 meter memory results: (B)(6) 2015 - 3:05pm-hi; (B)(6) 2015 - after 3:00pm-hi; (B)(6) 2015 - after 3:00pm-hi; (B)(6) 2015 - after 3:00pm-363; (B)(6) 2015 - after 3:00pm-398. Customer is feeling well at this time and does not require any medical attention. Customer got new strips rr4538 open on (B)(6) 2015. Customer stores the strips correctly. Expected results should be 300-380 but not over 600. Daughter declined running a blood test on her mom since she already did and it was hi. Test are taken fasting but she did explain her mom is being treated for an infection and the medication can cause her blood result to spike. No adverse event reported.